Event description:
The suture was used during an unspecified procedure. Reportedly, the pt had an allergic reaction and an infection from the product. The surgeon resected tissue at the application site to correct the condition. The hospital has reported the pt's condition is satisfactory.